Event description:
The device was returned by the customer for an issue of leak at the control unit. There is no reported harm to any patient. Upon evaluation of the returned device, deterioration of adhesive of the lenses, especially the cracking of the adhesive with visible missing parts around the charge couple device (ccd) lens were noted. This medwatch is being submitted for the reportable issue of the cracked and missing parts of the ccd lens adhesive noted during device evaluation.

Manufacturer narrative:
Event date is (B)(6) 2021. The device has been returned and evaluated. A full technical evaluation was completed in accordance with the original equipment manufacturer specification. Deterioration of adhesive of the lenses, especially the cracking of the adhesive with visible missing parts around the charge couple device (ccd) lens was noted. Additionally, a deterioration causing a peeling in the distal end rubber cover adhesive. For the master m plug unit, master and slave were both found cracked; the universal cord unit and cable tube units were all noted as kinked. The air leak test revealed a perforation of the a-rubber. No leakage located in the area of the control unit was observed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. This device was sold to the facility in march 2015. Previously, it had been returned for repair in (B)(6) 2021 for a looseness problem of the tube requiring the replacement of the bending/connecting tube. Consequently, the ID counter had been reset to zero on this occasion. Prior to that, the last insertion part unit replacement has been done in (B)(6) 2018.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the deterioration of the objective lenses (gluing appearance with crumbling and missing parts) was surmised to have likely occurred throughout reprocessing. It was presumed that the suggested event occurred by outer stress to distal end and/or chemical attack by chemical solution. Moreover, the event may have occurred by sterilization with using sterrad 100s, etc. The instruction manual identifies the following related verbiage: ¿please read before use: dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿reprocessing manual: 3.1 compatibility summary: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿.¿ ¿reprocessing manual: 3.1 compatibility summary: list of compatible methods validated in terms of material durability: sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus.¿ olympus will continue to monitor field performance for this device.